Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During t2 ph surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit was not inserted in the distal screw hole when the surgeon checked the image. Although the surgeon performed drill again, the drill bit could not be inserted (inserted in the same drill hole). Therefore the surgery was finished after screw was inserted in one of the distal screw hole.

Manufacturer narrative:
Evaluation revealed the targeting arm t2 prox. Humeral to be the subject product. The proximal humeral nail, cannulated, left t2 prox. Hum. ø8 x 150 m is still implanted and thus was not returned for investigation. This product is regarded as associated product. The no further associated products were reported. Review of the inspection records revealed no discrepancies. A check of the function on (B)(4) of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the targeting arm had been in use for approximately 3 years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The pre-operative test performed revealed the targeting accuracy being as intended. The drill could be passed through all drill holes while checking the possible locking options without contact to the nail. A targeting issue with the distal oblong drill hole could only be assumed by the x-rays received but not be reproduced. Potential causes of misaligned drilling are various: deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. Loosening of the connection between nail / nail holding screw (will lead to potential misalignment of nail and drill). No use of drill with center tip / unfavorable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the alleged event was mainly based in the intra-operative procedure. Based on the above facts it can be ascertained that the event was not caused by any deficiency of the device. Although a real root cause could not be determined the alleged event was most likely caused due to a suboptimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 ph surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit was not inserted in the distal screw hole when the surgeon checked the image. Although the surgeon performed drill again, the drill bit could not be inserted (inserted in the same drill hole). Therefore the surgery was finished after screw was inserted in one of the distal screw hole.